Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while in a seated position. Review of the device data showed significant artifact on the secondary and alternate programming vectors. The noise was reproducible, and an electrode issue was suspected. The s-ICD was turned off and the patient was hospitalized pending electrode replacement. No additional adverse patient effects were reported. It was additionally reported that the electrode was replaced. The physician elected to also replace the s-ICD at the same time to minimize future surgeries for the patient and upon removal, it was observed that the suture was not present and was assumed to have broken. It was noted that the patient was very large in size and the device pocket was capacious. It was felt that the s-ICD possibly rotated in the pocket, causing the electrode to twist midway between the s-ICD and xiphoid sutures. The twisting was evident on x-ray. It was also observed that the electrode was fractured distal to the xiphoid and that the xiphoid sutures remained intact. Both devices are expected to be returned for analysis. No additional adverse patient effects were reported. Additionally, the electrode was received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The complete electrode was returned intact. Visual examination identified a crack next to the sense b area that extended into the insulation and there was a large bend in the lead body approximately 320 mm from terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed all the conductors were fractured. Sense a was fractured in several locations, between approximately 65-263 mm, sense b was fractured at approximately 219 mm, and the high voltage conductors were fractured at approximately 65 and 78 mm, respectively from the terminal end. The fracture characteristics are consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing and inappropriate shocks.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while in a seated position. Review of the device data showed significant artifact on the secondary and alternate programming vectors. The noise was reproducible, and an electrode issue was suspected. The s-ICD was turned off and the patient was hospitalized pending electrode replacement. No additional adverse patient effects were reported. It was additionally reported that the electrode was replaced. The physician elected to also replace the s-ICD at the same time to minimize future surgeries for the patient and upon removal, it was observed that the suture was not present and was assumed to have broken. It was noted that the patient was very large in size and the device pocket was capacious. It was felt that the s-ICD possibly rotated in the pocket, causing the electrode to twist midway between the s-ICD and xiphoid sutures. The twisting was evident on x-ray. It was also observed that the electrode was fractured distal to the xiphoid and that the xiphoid sutures remained intact. Both devices are expected to be returned for analysis. No additional adverse patient effects were reported. Additionally, the electrode was received for analysis.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while in a seated position. Review of the device data showed significant artifact on the secondary and alternate programming vectors. The noise was reproducible, and an electrode issue was suspected. The s-ICD was turned off and the patient was hospitalized pending electrode replacement. No additional adverse patient effects were reported.